Event description:
A surgeon reported three cases of unexpected postoperative outcomes following intraocular lens (iol) implant surgeries. Additional info has been requested. There are three medical device reports associated with this event. This report is for the first of three pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/19/2009 and 04/02/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/15/2009.